Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were discussed, but the physician elected not to make changes. The patient was doing well and will continue to be monitored.